Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a MRI, the device was interrogated and showed an episode of false elective replacement indicator (eri). The device was re-interrogated 30 minutes later and the battery voltage was normal and the false eri alert had disappeared. No further intervention was performed and there was no allegation of premature depletion. The patient was stable.